Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The coil was stuck in a cook c2 65cm diagnostic catheter. The catheter had to be cut to remove the coil. The coil was very stretched. There was no interlocking arm attached to the coil. A mandrel was passed through the catheter without encountering resistance, no interlocking arm was found. A microscopic inspection was performed. There was no interlocking arm attached to coil. The zap tip was inspected and was smooth and round. The 035 interlock coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that a cook c2 65cm diagnostic catheter is not compatible with the coil. The 035 interlock coil is only compatible with 5f imager ii 0.035 in or 0.038 in catheters. The interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes. Failure to comply with these instructions will result in an added resistance in the catheter and the inability to successfully deploy the coil. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the coil was elongated and stretched. A 12mm x 40cm interlock-35 was used to treat the target lesion located at hypogastric vein. During procedure, the coil would not advance in a non bsc diagnostic catheter. The advancer wire was pulled back and the coil was pulled out. It was then noted that the coil was elongated and stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, device analysis revealed that no interlocking arm was found.